Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated that when he eats his blood glucose spikes. Customer stated his blood glucose was up to 564 mg/dl. Customer stated that he was out of infusion sets for 2 weeks and has been trying to maintain his blood glucose himself. Customer stated his blood glucose will go down when he gets his supplies. Customer's blood glucose was 247 mg/dl. Customer treated his blood glucose with insulin pen and levemir. Troubleshooting was not done due to customer does not have any infusion sets. The customer was advised to speak with his doctor regarding his high blood glucose to keep it in control. Advised customer emergency supplies will be sent. No further information provided.